Event description:
It was reported to philips that the system did not start due to flexvision pc hdd failure on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).